Event description:
The patient had a bhr 56mm cup and 50mm head implanted. In 2008 the head was revised. The reason for revision was osteolysis around the cup and top of the stem. The attached letter states that the patient had high activity levels and a lack of symptoms.

Manufacturer narrative:
.